Manufacturer narrative:
Additional device product code: kwq. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter facility name and address was not provided for reporting. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery for an anterior cervical discectomy and fusion at c5-c7. During the distal tip of a screw shaft broke off into the head of a screw. The surgeon had the screw implanted in the patient when the tip broke. Patient was implanted devices (1) op natural plate size 7, (1) op plate 6, (8) 3.0mm locking screws 14mm length. The surgery was completed successfully with no reported surgical delay. The patient was reported to be in good condition following the procedure. However, the surgeon is concerned that if the patient were ever to need a revision, the implanted screw may be nearly impossible to remove -due to the shaft tip being stuck in the screw head. The surgeon described it as cold welded into the screw head. Concomitant devices reported: 3.0mm locking screw 14mm length (part # unknown, lot # unknown, quantity 1), this report is for one (1) stardrive screwdriver shaft t8 self-retaining/qc. (B)(4).